Manufacturer narrative:
Product analysis pli 20: product ID: 8253200, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). At receival, no malfunctions are directly visible and/or noticeable and after several reboots of the device, no deviations could be seen or found. Product analysis pli 10: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253002, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). The spare fuses seal/decal has been broken. The clamps are loose due to worn wave washers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient interface and console was sent for planned maintenance. Additional information received that the nerve stimulator only occasionally signaled when we tried to stimulate the nerve and often spontaneously began to signal that we are stimulating the nerve even though we did not. Event occurred during right-sided parotidectomy surgery. No visual and/or audible indicators that alerted the user of the issue. Issue was not resolved by repositioning or troubleshooting. Since hcp could not rely on the stimulator, healthcare professional did this according to standard procedure in such cases (finding the nerve at the base of the skull - which was difficult because the tumor was in the way, instead using via alternative standard approach in such cases - by finding a peripheral branch of the facial nerve and following it backwards to the main stem. Surgery finally went well and the nerve was not affected). There was no patient injury related to the event.